Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion after the upstream tubing was clamped during testing. It was reported the test was run at a high rate, but the rate was not specified and the pump "infused a full 500ml without alarming". There was no known patient injury or medical intervention associated with this event. No additional information is available.